Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white fiber in the balloon after filling. This was identified during storage. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 7, 2015 ¿ january 8, 2015. The device was received for evaluation. Visual inspection revealed a white fiber in the balloon of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.